Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a white balance e311 error was confirmed. In addition, coupler unit corrosion and water leakage due to cable unit cut were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head display an e311error. The event occurred during preparation for use and similar device was used to complete the procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the white balance could not be adjusted due to the disturbed image and because of communication failure. The failure may have been caused by a cut on the cable unit, resulting in water leakage and cable deterioration. However, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.